Manufacturer narrative:
Results: the failure mode was not observed in the sample provided by the customer. The batch records were inspected and no abnormalities were noted. Foreign matter may have become dislodged during shipment., with no photos being submitted at the time of the event, the investigator was unable to determine the identity of the foreign matter reported. As a result, no root cause could be determined. Conclusion: bd was unable to duplicate or confirm the customer's indicated failure mode. No abnormalities found on the needle tip of return sample, the root cause cannot be confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found a foreign matter on the tip of a bd intima-ii¿ closed IV catheter system before use. No injury or medical intervention.